Event description:
It was reported that when using the bd pyxis¿ es server, the station was not working and critical override. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override. A technical support specialist (tss) checked the facility and found that most of the stations were showing offline, while a few stations were online. Access to the server was requested via secure link, and users were waiting for approval. Around 3 were found online, while the rest remained offline. An email was sent to it (information technology) to investigate the issue. The tss then checked with the network team and was informed that there were no issues with the network. The ip addresses of both the working and offline stations were provided for verification. The network team attempted to ping the stations and reported that the hostname was unreachable. The field service team were instructed to physically reboot the station onsite, while the network team checked the vlan configurations. Once the field service team had rebooted the station, the server was pinged from a working station, and no packet loss was observed. However, pinging the offline station from the server resulted in a "request timed out" message. An email was sent to the customer with the network guide, requesting a check on the port. Later, the tss informed that the issue was resolved due to network port problems. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not working and critical override. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.